Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015 (reported as 5-6 days ago), the patient was diagnosed with peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the peritonitis event. The cause of peritonitis was reportedly "the patient's hands might not be clean" while replacing pd solutions; however, as this was not confirmed, the cause of the peritonitis is unknown. The patient was treated with cefuroxime (route, dose, frequency, and duration not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report, the patient was recovered from the event. No additional information is available.